Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer fell and pump broke. Customer reported pump cracked in the battery compartment and pump was not turned on. Troubleshooting was performed. Customer confirmed that the retainer ring and battery cap/contacts were not damaged. Customer also confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2023 at 22:27:00.000. Replace battery alert (73) on (B)(6) 2023 at 11:46:00.000. Replace battery now alarm (11) on (B)(6) 2023 at 12:17:00.000. Power loss alarm (6) on (B)(6) 2023 at 16:22:17.000 and 16:22:28.000. Failed batt/battery failed alarm (58) on (B)(6) 2023 between 22:20:33.000 and 23:06:53.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Blank display not confirmed. Cosmetic damage confirmed at battery tube threads and battery tube case. Exposure to moisture was confirmed at pcba1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.